Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any finding relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during device insertion the sheath kinked. A second proglide device was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.